Manufacturer narrative:
The field service engineer (fse) found diluent leaking through pinhole at the tubing through pinch valve pv49. The fse replaced the tubing and the instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in an unknown area of the coulter® lh 500 hematology analyzer. The instrument was failing diluent comparisons errors when the leak was noticed. The leak was greater than 1ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.